Event description:
It was reported that a complete se peripheral stent was implanted approximately two months post expiry. The patient was reported to be doing well post procedure. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed (no device returned for evaluation); failure to follow instructions (device implanted post expiry). Conclusion: user error contributed to event (device implanted post expiry). (B)(4).